Event description:
It was reported that the vns patient passed away. The physician's records did not have any information on the patient's death. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The physician's office reported the date of death, but that because the death was many years ago there was no available information. No additional relevant information has been received to date.